Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. The event history log was reviewed and there was no evidence of the reported issue. A pressure switch test was performed and the pump was visually inspected. The pressure switch test was found to be activated within the pump's manufacturer specifications. Fluid ingressions were found on pump by the chassis base of the occlusion sensors. The "fail pressure wont alarm" issue was possibly caused by fluid ingressions. It was recommended that the downstream occlusion sensor be replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed pressure and would not alarm during testing. There was no patient involvement.